Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Additionally, a high blood glucose (bg) level was reported. The customer's bg was over 600 mg/dl. The customer declined assistance from tandem technical support regarding the issues reported. No additional patient or event information was available.